Event description:
The olympus (osh) was informed that the customer¿s evis lucera gastrointestinal videoscope was returned for service/repair for a reported ¿air/water cannot pass the tube¿ during an unspecified event. The procedure was completed with another device. No death, injury or harm was reported.

Manufacturer narrative:
The referenced scope was repaired three times in the past year; most recent being in december 2021. All three times were for a reported ¿bending cover was leaking¿. The evaluation confirmed the customer¿s reported issue as the air/water flow was insufficient due to foreign material (white colored impurities) clogged inside the air/water nozzle. There were no deformations to the nozzle. The cause of the customer¿s issue could not be confirmed. However, the investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that accessories (injection tube, water container, air/water (a/w) valve, etc.) Used with the subject device was damaged, and a broken piece entered a/w channel. Moreover, white impurities (such as chemical residue) adhered to the clogged location. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. Inspection of ancillary equipment. To prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. The following table shows the possible causes of and countermeasures against troubles that may occur due to equipment setting errors or deterioration of consumables." Olympus will continue to monitor the field performance of this device.